Event description:
The pt reported that the down button of his infusion device is not functioning and he does not believe the device is delivering the correct basal rate. He stated that his blood glucose has been elevated to over 20 mmol/l (360 mg/dl). His normal blood glucose level is 7-10 mmol/l (126-180 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.